Event description:
The customer reported that they noticed some crystalized liquid on the system solutions tubing and that it was a possible leak or spill from the alinity m instrument. The customer checked the tubing and was unable to identify where the leak was coming from but did notice crystallization on the tubing. There was no leakage outside the footprint of the instrument. There was no reported exposure or injury. The customer was then suspicious of some of the results coming off the instrument as there were a lot of low positives. The customer reported 10 false positive results on the alinity m resp-4-plex assay. The samples were retested on another alinity m instrument and the results came back negative or not detected. The initial positive results were reported outside of the lab and patient management has not been affected as reported by the customer. This report will be ran as a worst case scenario against the reported false positive results on the alinity m resp-4-plex assay.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The run involving the reported sample identification (sids) were valid, met assay specification requirements, and no error codes or tubing and possible leak/spill. The contamination cannot be ruled out and may be linked to the suspected contaminated sample due to system solutions tubing and possible leak/spill. Negative controls were reactive on 01/28 and 01/30. This is an indication of potential environmental contamination; the sample should be rerun. Multiple rounds of decontamination were performed. Quality data review: device history record / batch record review. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot# 523152 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot# 523152 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lots 523152. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-096) lot# 523152. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-096) lot 523152 was not identified.